Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, e2, e3, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for the therapeutic cystoscopy. The procedure was completed using a similar device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, 12°, 4 mm had the tip broken. There were no reports of patient harm.